Manufacturer narrative:
An abbott field service engineer was dispatched to the account. The fse inspected the architect i2000sr analyzer and replaced the stat, r1, and r2 probes and the associated tubings; cleaned the wash zone manifolds; tightened tubing connections; and performed diagnostic checks to verify system performance. The analyzer was returned to normal operation. Additional testing could not be performed after the analyzer was serviced as the sample was depleted. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely decreased intact parathyroid hormone results generated using the architect i2000sr analyzer for one patient. The following data was provided (pg/ml). Initial (undiluted) greater than 2500 (flagged result), diluted and repeated 4000. Repeated using another analyzer (undiluted) 2300 (not flagged). No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.